Manufacturer narrative:
The reported event of lead seemed blocked into the inner catheter was not confirmed. A complete lead was returned for analysis without the catheter used at the procedure. Visual examination did not find any anomalies. The lead was able to be inserted all the way through the distal end of the test catheter and removed without any difficulties.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to advance forward in the inner catheter. Another attempt was made with a new catheter but was unsuccessful. The lv lead was not used on (B)(6) 2025 and was not replaced. The patient was in stable condition.